Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The device passed rewind, basic occlusion, and displacement test. No motor error alarm noted during testing. The motor passed the motor test. The device had cracked reservoir tube lip, cracked case near display window corners, and missing end cap sticker noted.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during bolus. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer does use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.